Event description:
On (B)(6) 2025, the user experienced hypoglycemia and was unable to self-correct with juice. Emergency medical services (ems) were contacted and administered IV glucose before transporting the user to the emergency room. The user was treated and discharged the same day. No long-term health effects were reported.